Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed during the prime process and squirted out insulin. The blood glucose reading was 114 mg/dl. Insulin squirted out during the manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will replaced. Nothing further reported.